Manufacturer narrative:
Age at time of event: (B)(6).(B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 12mm x2.25mm nc quantum apex&#10242;balloon catheter was advanced for dilation. There was no kink prior to use and no resistance was encountered during the procedure. However, during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. Microscopic examination revealed a pinhole in the balloon material 7mm from the tip of the device. The balloon was loosely folded with blood in the balloon and lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 12mm x2.25mm nc quantum apex balloon catheter was advanced for dilation. There was no kink prior to use and no resistance was encountered during the procedure. However, during inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.